Event description:
It was reported that a revision surgery will be performed. Surgery has not yet occurred.

Manufacturer narrative:
There were no material deviations in the returned wire. Our investigation could not determine a specific cause of the failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.